Event description:
Device malfunction: note. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the pt experienced a stroke. During the night of the procedure, the pt had some confusion, mild dysarthria and a left visual field deficit. A CT scan showed probable right temporoparietal region acute infarction. The pt was treated with thrombolytics and the symptoms resolved two days postprocedure. Three days postprocedure the pt was discharged to home. There is no additional info available.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the carotid stents as stated in xact instructions for use.